Event description:
Reporter stated that segments are missing from the advantage meter's result display. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).